Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.